Event description:
It was reported that during an laparoscopic assisted distal gastrectomy procedure, the staples on the edge line of the remaining stomach were unformed. Another device was used to complete case. There were not adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.